Event description:
Additional information was received. It was reported the stimulation was turning itself off. The patient indicated the last time the stimulation turned off was the past weekend, prior to (B)(6) 2021. The patient did not recall if the stimulation was off on saturday or sunday. When stimulation was off, the patient's pain returned and the controller had stimulation off. The patient noted they had charged that morning before the stimulation was off. Per the recharge diary, the patient charged daily, except on march 8,9 and 10 where the patient charged twice a day. On march 7 the patient charged from 10-100% for 1.2 hours with excellent coupling. On march 8 the patient charged from 10-70% for 43 minutes with excellent coupling. There were no reports on the recharge dairy on either march 6 or 7. Per the stimulation usage diary, stimulation was unavailable on march5,7,8, and 9. The patient had differential target mu ltiplexed stimulation (dtm). Recharge interval showed 0.9 days and impedances were normal. It was reviewed that stimulation was off when ins was low. It was suggested to recharge twice daily.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The reason for call was pt stated their controller likes to "shut the stimulator off" by itself for no reason and will "just freeze". The pt clarified that by "freeze" pt meant the controller and ins batteries would be 100% on the controller, but they would not deplete and the ins would either not stimulate or would be constant at a "high level". Pt said the first time was about 3 weeks ago and the second time was a week later. Pt said they reset the controller the second time. Patient services asked if stimulation was off when pt noticed batteries didn't deplete, pt responded the stim is always on, they never shut it off. Pt then said the past week the ins had just shut off "like 4 times" and pt is in a lot of pain when stim shuts off. Patient services asked if pt noticed a certain time/position/activity, pt said sometimes happened when sleeping, sometimes when they were moving around. Pt said they had not had any falls or trauma that they know of. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider/rep to further address the issue of stimulation turning off by itself and to check ins.